Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a preface® guiding sheath with multipurpose curve, and when the ablation catheter was removed, the hub popped off of the sheath. As a result of the hub/brim cap detachment, the hemostatic valve also separated. There was a blood leakage of no more than 20 cc. The sheath was replaced, the issue was resolved, and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
On 28-nov-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
20-feb-2024, the product investigation was completed. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a preface® guiding sheath with multipurpose curve, and when the ablation catheter was removed, the hub popped off of the sheath. As a result of the hub/brim cap detachment, the hemostatic valve also separated. There was a blood leakage of no more than 20 cc. The sheath was replaced, the issue was resolved, and the procedure was continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. It was sent to cordis for further investigation. Visual inspection of the returned device were performed following bwi procedures. Visual inspection of the device revealed no signs of separation issues. Furthermore, there were no damages or anomalies detected on both the vessel dilator and the guiding sheath. The complaint reported by the customer was not confirmed as the hemostasis valve did not present any separation condition or damages. The exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. A device history record evaluation was performed for the finished device number 18152030, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).